Event description:
This supplemental report is being filed to include product investigation details.

Manufacturer narrative:
Upon receipt in the returns analysis lab, a thorough analysis was completed. This lead was found to be electrically continuous with no fractures. No additional tests were completed as there was dried blood/fluid stuck in the helix mechanism. The helix was noted to be deformed, which could have contributed to the reported observations.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to dislodgement leading to loss of capture and pacing inhibition. No additional adverse patient effects were reported.